Manufacturer narrative:
The reported event of set screw anomaly was not confirmed. As received, the device battery was above elective replacement indicator (eri) level and the device was in vvi mode of operation. A visual examination revealed that the setscrew inset walls were stripped consistent with inserting torque wrench at an angle and over-turning the setscrew. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicated normal device characteristics. Additionally, a longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an unrelated procedure, the set screw was difficult to be removed from the device header. The device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.